Manufacturer narrative:
At the revision procedure, the ra and rv leads were successfully repositioned with a stylet. There was no significant dislodgement with the lv lead, and the lead measurements were acceptable, so the lv lead was not repositioned. The suture sleeves on all leads were sutured firmly, and the device was secured to tissue in the pocket to prevent movement. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock. Upon interrogation, the episode showed possible ventricular fibrillation (vf) with undersensing. The right atrial (ra) lead showed no sensing and no capture. The right ventricular (rv) lead showed low sensing and no capture. The left ventricular (lv) lead showed high pacing thresholds. An x-ray was performed, which confirmed all three leads were dislodged due to twiddlers syndrome. The physician suspected the shock episodes were due to atrial fibrillation (af). The patient was hospitalized and a revision procedure was performed two days later. No additional adverse patient effects were reported.